Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while running the unit for a few days, the centrimag had m3 and f2 alarms. The alarms went off once a head was attached to the motor and the flow probe was connected to the tubing and the system was run. On 23may2022, after taking the head out of the motor and the flow probe off and starting the system, the m3 and f2 alarms came on. The unit was left on for 5 minutes and when turning it off an s3 alarm appeared. Related MFR report #: 3003306248-2022-11274.

Event description:
Additional information stated that the blood pump was only used as part of a test rig for centrimag motors and was not used on a patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the downloaded log file from the returned centrimag console confirmed the report of m3 (pump not inserted), f2 (flow signal interrupted), and s3 (system alert) alarms. A direct correlation between the reported event and the centrimag blood pump could not be determined through this evaluation. The centrimag system operating manual warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used.¿ the operating manual also provides instructions on replacing components and contains a list of console alarms and alerts, including the f2 alarm, as well as appropriate operator response to these events. The centrimag blood pump instructions for use (IFU) lists the adverse events that may be associated with the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #11: do not use the pump if the ¿use before¿ date on the package has expired. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms and alerts¿ addresses how to interpret and troubleshoot all system alarms including s3, m3, and f2 alarms. Review of the device history record (DHR) for the centrimag blood pump revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.